Event description:
It is reported that: the pt states that he began experiencing pain, discomfort, inflammation , and internal and external sensitivity of the implant site four months post surgery. The pt recently underwent testing which included an MRI, blood work, x-rays and an aspiration of the implant site. He saw his surgeon on (B)(6) 2012. The surgeon reported that although the test results were not normal, revision surgery was not indicated at this time.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.